Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, there was strong resistance or insertion difficulty with the esheath that was observed in the patient's femoral artery. Upon removal of the first sheath, a distal tip split was observed. An angiography was executed to see if there were any vascular complications; however, no vascular complication was confirmed. The second esheath was able to be inserted, and valve was successfully implanted in patient. There was no report of any injury to the patient.

Manufacturer narrative:
The following report fields have been updated and corrected due to additional information received: g3, h6. The edwards esheath introducer set was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of work order number was performed and revealed no other complaint relating to the complaint codes. There is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling /instructions for use (IFU) for sapien 3 japan em, device preparation training and procedure training manuals were reviewed. There were no IFU/training deficiencies identified. The complaints for "general risks - failure - sheath distal tip split" and "sheath insertion and suturing - inability to introduce sheath" were unable to be confirmed. A risk assessment was performed on the reported event. There was no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment( pra) was required. No edwards defect was identified. Therefore, no corrective or preventative actions are required. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation, indicating that the device was not found damage out of the box. As reported, "esheath insertion difficulty in patient was observed. During insertion, there was strong resistance at the area of femoral head. The operator removed the sheath and replaced with the new one" and "the first sheath was damaged. The distal tip showed split". Additionally, it was reported that the patient's access vessel had presence of "mild calcification and moderate tortuosity". Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". The presence of calcification and tortuosity can create a challenging pathway for sheath insertion. Calcification can create friction through contact with sheath shaft and can directly damage the distal tip, while tortuosity can create suboptimal angles that can further lead to friction through increased contact with the vessel. Additionally, any potential excessive device manipulation during the attempts to insert/advance the sheath into the access vessel could have further split the distal tip. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint events. The complaint was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported event were able to be identified. Available information suggests that patient (calcification) and procedural factors (excessive manipulation) likely contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.